Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. According to the investigation the high pressure regulator, flow sensors and inner tubes were checked for contamination. It was observed that the high pressure regulator is contaminated with a build-up of particulate. The contamination is most probably a build up of particulate from dirty gas bottles or the gas tube. This contamination is suspected to be the likely cause of failure to the high pressure regulator. The root cause of failure is therefore associated with the user's environmental conditions. No indication for a manufacturing issue found during investigation. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that an endoflator stopped working mid case. No further information available.